Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has migrated and the patient experiences pain at the ipg site. The physician ordered x-rays. Surgical intervention may be taken to address the issue.

Event description:
The patient reported the pain issue has resolved without intervention.